Event description:
It was reported that the system controller was having its emergency backup battery (ebb) installed at the end of the left ventricular assist device (lvad) procedure after the sterile field was broken. One of the screws snapped inside the system controller. The screw was covered by the cap at the bottom. The back of the system controller could still be seated securely without the 4th screw. A new system controller would be sent as a replacement, and the ventricular assist device (vad) team could evaluate how urgent it was to exchange this system controller. Therefore, the system controller would not be replaced as it was working fine. There are no alarms, and the back was seated properly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw snapping was confirmed via submitted images and evaluation of the returned heartmate 3 system controller (serial number (B)(6)). Customer provided photos confirmed a damaged backup battery cover screw. Visual inspection of the returned controller revealed the head of a backup battery cover screw broke off from its body. The screw body remained stuck in the screw hole and was unable to be removed. The system controller was otherwise in unremarkable physical condition, and it performed as intended throughout all steps of functional testing. The root cause for the reported event was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 IFU with heartmate touch (rev. B) and abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. B) are currently available. Section 5 of the IFU provides instructions for installing the backup battery in the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.